Manufacturer narrative:
Updated filed: b4, d8, d9, d10, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions) and h11. Corrected fields: h6- medical device problem code. The device is out of warranty and is managed by a third-party custodian. Permission is required from the third-party custodian to conduct on-site inspections. The balloon used is not the original one. The customer has not accepted the quote so there is no onsite inspection, no parts replaced.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8, d10.

Manufacturer narrative:
Due to character limit in the e1 section event site address, the full event site address is: (B)(6). A supplemental report will be submitted upon the compilation of investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump had an alarm sound and the automatic inflation failed. The patient was not injured.

Manufacturer narrative:
Updated fields: b4, b5, g1-contact person at mfg site, g3, g6, h2, h3, h11. The device is out of warranty and is managed by a third-party custodian. Permission is required from the third-party custodian to conduct on-site inspections. The balloon used is not the original one. After communicating with the customer, we learned that the equipment alarm was caused by a balloon puncture problem, and the equipment itself was not faulty. The customer did not agree for us to conduct an on-site inspection.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump had an alarm sound and the automatic inflation failed. The hospital swapped with other intra aortic balloon pump to continue the therapy. The patient was not injured.